Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The device evaluation has yet to begin. The device's error log was available to review, and a ventilator service required alarm relating to 'battery not charging fault' was present. A supplemental report will be submitted when the manufacturer's investigation is complete.